Event description:
It is reportedly by the patient's counsel that patient underwent right total elbow arthroplasty in 1998. Nine years post-op, in 2007, patient was revised due to metal debris around the joint. Patient's counsel reports that the hinge mechanism failed and the bushings and pins were replaced.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The patient's bone quality is unknown. The cement mantle quality as well as component fit and position is unknown. No operative notes were returned for review. The patient's height, weight, age and activity level are unknown. Based on the available information a definitive root cause can not be ascertained at this time. Eval: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.